Event description:
It was reported that the doctor wanted to change the guide wire during a lower leg dilatation. He removed the straight laying guide wire and left the catheter in the vessel. After this he inserted a covered j-wire 0.014 from the rear end. The wire got stuck and distorted at the position where both lumen met. This procedure happened three times. Therefore, the doctor had to remove the catheter and loss access. He inserted again the j-wire as well as the catheter for dilatation.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive. Although the result of this investigation is inconclusive because the sample was not returned, the reported event was likely related to the incorrect size guidewire (.014 inch) used. The label for this product states that a .018 inch guidewire is recommended.